Event description:
It was reported that a multifiltrate pro machine gave an air detection alarm approximately thirty hours after the start of treatment. The alarm indicated micro air bubbles were present after the ¿return chamber¿. However, no air was visible. The patient had to be disconnected from the system and treatment was continued on another multifiltratepro device. The event resulted in approximately 250 ml of blood loss. Upon follow-up, it was confirmed that all connections were secure. There were no other issues or alarms that occurred leading up to the event. No repairs were performed on the machine following the event. It was confirmed that the machine was returned to service, and it was said to be fully operational. There was no patient injury due to the blood loss, and the patient did not need any medical intervention. The log files from the event were provided for review.

Manufacturer narrative:
Plant investigation: a sample for the machine was not returned for evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. The exact reason for the reported event could not be determined. According to the reported complaint details, the possible reasons for the defect could be related to (but are not limited to): a component defect on the bloodline or on other disposables, an assembly failure, or an improper connection. The production department has been informed of the defect. Product surveillance will continue to monitor complaints for this type of defect.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine gave an air detection alarm approximately thirty hours after the start of treatment. The alarm indicated micro air bubbles were present after the ¿return chamber¿. However, no air was visible. The patient had to be disconnected from the system and treatment was continued on another multifiltratepro device. The event resulted in approximately 250 ml of blood loss. Upon follow-up, it was confirmed that all connections were secure. There were no other issues or alarms that occurred leading up to the event. No repairs were performed on the machine following the event. It was confirmed that the machine was returned to service, and it was said to be fully operational. There was no patient injury due to the blood loss, and the patient did not need any medical intervention. The log files from the event were provided for review.